Event description:
A discordant advia centaur xp hbsag result was obtained on a patient sample. The sample was repeated. The result was reported to the physician. The physician questioned the result. Upon redraw, the sample was repeated and the corrected result was reported. There was no report of patient intervention or adverse health consequences due to the discordant hbsag result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant result was due to a leak on base pump and broken wash 1 lid. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.